Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 1. 165 mg/dl, 72 mg/dl, and 95 mg/dl 2. 267 mg/dl, 110 mg/dl, and 127 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.